Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the patient came to the operating room for an explant on (B)(6) 2022. Patient stated they had tenderness and swelling since their implant on (B)(6) 2021. The patient¿s mother stated about 2 or so months after implant, the incision developed a small hole in the center and drained. The patient stated the small hole never healed completely, and the implant area would swell and drain occasionally. Patients implanting surgeon, dr. (B)(6), placed them on antibiotics on a couple of different occasions per the patient. Their implanting physician, dr. (B)(6), relocated to a different state about 7 months post implant, and they had not established care with another implanter until (B)(6) 2022. Patient went to their family practitioner in or around (B)(6) 2022 because the implant became exposed. The family practitioner put them on oral antibiotics, but the patient went to the emergency room after that visit. After the emergency room visit, they established care with another local ins implanter, dr. (B)(6). Today patient came in to the hospital with their mother to have an explant of the full system. There was not a culture of the wound. The ins did help their retention, and they stated they have not had a uti since implant in (B)(6) 2021. Dr. (B)(6), the newly established implanter mentioned allergy testing for metal allergies and then a possible re- implant after they are healed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.